Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) completely shut off. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the reported issue after exorcising the iabp unit to no fail. The stm completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) completely shut off. There was no patient harm, and no adverse event was reported.